Event description:
Allegedly, nine radiology technicians have sore wrists due to the reported difficulty in loading 35x35cm cassettes in the spot film device. Reportedly, eight of the nine technicians have sought medical attention an dare now wearing protective wrist braces when operating the device.